Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time.**update** (B)(6) 2011 - litigation papers received. They allege that patient was implanted with a depuy asr hip implant on his right side on (B)(6), 2007. He later experienced pain, numbness, toxic cobalt and chromium exposure, muscle loss, and tissue destruction. Patient had the right asr hip implant explanted on (B)(6), 2010. Patients dob added, as well as part and lot numbers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.